Event description:
International affiliate reported a 'transfer set break'. No patient injury or medical intervention was reported.

Manufacturer narrative:
A batch review will be performed, and a follow up will be submitted upon completion.